Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge split while the lens was being inserted into the patient's eye. The procedure was completed with no patient harm.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic is observed in the device. The cartridge has evidence it was placed into a handpiece. The nozzle has an aneurysm on the top that splits as it enters the thinner tip area. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter was not provided. It cannot be determined if the associated products are qualified without the lens information. The root cause appears to be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic, which has been allowed to come to the operating room temperature. The returned cartridge nozzle has a large aneurysm that splits as it extends into the thinner tip area. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Additional information provided in h.3., h6. And h.10. The manufacturer internal reference number is: (B)(4).